Event description:
Cooling blanket failed during therapeutic cooling of a neonate. No change in patient's temperature. Able to be replaced. Manufacturer response for cooling blanket, curewrap (per site reporter) no answer to date.